Event description:
It was reported that the pulse generator exhibited backup vvi mode during a routine device change out. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the pulse generator was in backup mode. After downloading the product code normal function resumed. Electrocautery marks were noted on the device can.